Manufacturer narrative:
Correction: h6 (fdc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device was returned in a no telemetry and no output condition. A save to disk review could not be performed as the device had no telemetry, there were no files from the field attached to the gch record and no carelink files could be found. The device was fully functional and operated under normal current drain when powered with an external supply. The device passed all manual therapy delivery testing. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The device passed all testing throughout analysis. Since there was no evidence of a high current drain condition, and no hybrid anomalies were observed. Analysis of the battery revealed no internal defects or abnormalities were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.